Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included chronic cervicitis, leiomyoma nos, paratubal cyst and anemia. On (B)(6) 2015: 1. Encounter for gynecological examination (general) (routine) with abnormal findings (primary). 2. Other specified irregular menstruation. Concurrent conditions included uterus enlarged, fibroids, multiple allergies (allergies: n.k.d.a.), vaginal bleeding, post coital bleeding, vaginal bleeding, bacterial vaginosis, trichomonal vaginitis, heavy periods, polymenorrhagia, metrorrhagia and irregular menstruation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with da vinci robot assist.). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: retainer signed before (B)(6) 2020: yes . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: final diagnosis: uterus (cervix and corpus), bilateral fallopian tubes, robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis; negative for squamous intraepitheliallesion. Endometrium: weakly proliferative/basal endometrium; negative for chronic endometritis, polyps, hyperplasia, atypia, and malignancy. Myometrium: leiomyomata, intramural and subserosal, up to 2.0 cm. Uterine serosa and peritoneal reflection: o mild serosal adhesions. Right fallopian tube: o benign, completely transected fallopian tube with intraluminal metallic wire, consistent with prior sterilization procedure, and benign paratubal cyst (0.7 cm). Left fallopian tube: o benign, completely transected fallopian tube with intraluminal metallic wire, consistent with prior sterilization procedure.. Ultrasound scan - on (B)(6) 2015: reviewed sono results, uterus enlarged with multiple fibroids with biggest 16mm, ovaries looked good, lining thin, good candidate for essure and nova sure, uses ocp now and can stay on pills to maintain thin lining.; on (B)(6) 2015: assessment: excessive and frequent menstruation with regular cycle. Postictal and contact bleeding.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. Medical conditions: on (B)(6) 2015: encounter for gynecological examination (general) (routine) with abnormal findings (primary). Other specified irregular menstruation. Concurrent conditions included uterus enlarged, fibroids, multiple allergies (allergies: n.k.d.a.), vaginal bleeding, post coital bleeding, vaginal bleeding, bacterial vaginosis, trichomonal vaginitis, heavy periods, polymenorrhagia, metrorrhagia and irregular menstruation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: retainer signed before (B)(6) 2020: yes. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: reviewed sono results, uterus enlarged with multiple fibroids with biggest 16mm, ovaries looked good, lining thin, good candidate for essure and nova sure, uses ocp now and can stay on pills to maintain thin lining.; on (B)(6) 2015: assessment: excessive and frequent menstruation with regular cycle. Postictal and contact bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: pif received. Injury nos replace with new event medical device removal. Date of insertion updated, date of removal, reporter causality comment, cluster ID was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.